Event description:
Pt reported he was experienced unexplained hyperglycemia for the past 2 weeks, and his blood glucose has been around 600 mg/dl since (B)(6) 2012. His blood glucose was ¿hi¿ on the afternoon of (B)(6) 2012. He was nauseous and vomited, and he had a headache and stomach pain. He delivered insulin via the infusion device and his blood glucose was still ¿hi¿ a 1/2 hour later. He then delivered 10 i.e. Via an insulin pen, and his blood glucose decreased to 447 mg/dl within 15 minutes. His blood glucose was 343 mg/dl that evening, and he delivered insulin via the infusion device and went to bed. Pt¿s blood glucose was 589 mg/dl the next morning. The infusion device will occasionally display e4 occlusion errors. He will rewind the piston rod and change the accessories, but the error will reappear after a 1/2 hour. Pt believes the insulin delivery of the infusion device is inaccurate. The infusion device was requested for evaluation. The pt did not require treatment form a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.